Event description:
Patient presented to the ER after receiving multiple inappropriate shocks. The physician placed a magnet on the device to stop the inappropriate therapy. Stored episodes showed noise on the ventricular channel. The lead was partially capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to partial lead returned measuring 12 cm from the connector pin. The damage found was sustained during the surgical procedure.